Manufacturer narrative:
The lithotriptor was inspected at the facility by our technician. The technician found nothing wrong with the system; all measured values were found within OEM specifications. Additionally, the customer advised that there were no karl storz lithotripsy system error's or issues during the case. Hematomas are a known side effect of lithotripsy, which is addressed in our IFU.

Event description:
Allegedly, the patient presented with a hematoma following an extracorporeal shock wave lithotripsy procedure. The only patient information provided was that patient was elderly and frail and the post-op symptoms were not severe. We have not been able to obtain any further details about this event or patient condition.